Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss 15m failed to prime due to flow issues. The following information was provided by the initial reporter: "failure to prime."

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to be primed with saline. The set was successfully primed, the customer complaint that the item failed to prime was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 24302-0004 lot number 20086023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the as lvp 20d 2ss 15m failed to prime due to flow issues. The following information was provided by the initial reporter: "failure to prime."